Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. The device leaked water from the water tank cover and worn-out water tank cover gasket. No action will be taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the device had leaking. There were unknown patient harm or adverse effects reported as a result of the event.

Manufacturer narrative:
Customer complaint was verified by functional testing. Both the water tank cover and enclosure leaked.